Event description:
Consumer left a review on (B)(6) stating they received a negative result using inteliswab, but a positive result using two other brands. (B)(6) review on (B)(6) 2022: not accurate, painful and hard to use over others. First off I've tried other at home test that work perfectly and are super easy to use. These are not accurate and are super hard to use to get the nasal swap. I used 2 other brands both which showed positive and this brand showed negative. Also the way it's not a cotton swab but a weird piece of plastic that's used for the nasal swab makes it hard to get a sample, do not recommend.

Event description:
Consumer left a review on walmart.com stating they received a negative result using inteliswab, but a positive result using two other brands. Walmart.com review (B)(6) 2022. Not accurate, painful and hard to use over others first off I've tried other at home test that work perfectly and are super easy to use. These are not accurate and are super hard to use to get the nasal swap. I used 2 other brands both which showed positive and this brand showed negative. Also the way it's not a cotton swab but a weird piece of plastic that's used for the nasal swab makes it hard to get a sample, do not recommend.

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will. Be closed internally.